Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Ubk sleek reg unraveled during removal and unsure if able to remove all pieces. Consumer had fluctuating but continual bleeding, consumer has scheduled a doctor visit.